Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by the customer that the serter she has had for a few years is not working. The customer states sometimes she gets high blood sugar due to set sticking on serter. The customer's blood sugar was 557 mg/dl.